Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. The health care provider (hcp) reported that the patient had ventricular fibrillation (vf). The device delivered anti-tachycardia pacing (atp) which did not convert the vf. After atp was delivered, the patient's r wave amplitude became smaller, at which time the device began to undersense the vf. Eventually the r waves became larger and the device delivered a 14 joule shock which converted the patient to normal sinus rhythm. There were no additional adverse patient effects. The device remains in service.